Manufacturer narrative:
On november 18, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant was found to have a tear between the joint of the shell and the patch. Gel bleed could not be confirmed since the integrity of the shell was compromised due to the rupture observed during visual analysis. Microscopic examination was performed and the cause of the rupture could not be identified. A manufacturing record evaluation was performed for the finished device lot number 6411305 and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stress causing movement of the prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture turns to gel bleed, pain, device migration manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone breast augmentation revision with two 350cc mentor memorygel breast implants, suffered neck and back pain due to the weight of the implants, post-procedure. In addition, the patient also had pain when taking deep breaths. As a result, the patient underwent bilateral removal surgery on (B)(6) 2021. Upon removal of the right breast implant, although noted to be intact, had a bleed of silicone though its shell. Lastly, it was noted that the implants had significantly drifted laterally, which was stated could have led to the pain the patient experienced. Subsequently, the implants were removed with no indication of replacements. This medwatch form is for the right breast prosthesis.